Event description:
The stem was implanted in 2003 by consultant. The patient has been complaining of hip pain for 4-5 months. Following recent x-ray it was obvious the stem had fractured. Looking at historical x-rays it can now been seen the stem had fractured since 2011.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Pt ID should read, "(B)(6)." The patient is (B)(6) inches in height. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: the exeter stem is broken in the distal part, approximately 7.7cm from the tip of the stem. The stem is broken in 3 parts because at the fracture site, a little piece of metal is broken and spared to the other parts. The distal part is very damaged due to explantation. The femoral head is still attached to the trunnion. The prehension hole is full with an unknown material. Dimensional inspection was performed. The section ee is exactly at the fracture site, where there is a lack of material due to the broken piece. Only the bb section was measured and was found compliant with drawing revision. A material analysis has been performed. The report concluded: the exeter stem fractured in fatigue with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. There is no evidence that the event was manufacturing or material related. Further information such as additional x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
The stem was implanted in 2003 by consultant. The patient has been complaining of hip pain for 4-5 months. Following recent x-ray it was obvious the stem had fractured. Looking at historical x-rays it can now been seen the stem had fractured since 2011.